Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacturer representative that the washer came out of the blade. The procedure was delayed for 10 minutes, there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported via a manufacturer representative that the event occurred during operation but there was no patient contact. The blade was unable to seat on a handpiece. The washer prevented the blade to seat properly. There was a 10-minute delay because of multiple attempts to seat the blade and determined that a new blade was needed.